Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. It was also noted that low sensing was noted during the implant procedure. The lead was revised and remains in use. No patient complications have been reported as a result of this event.